Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report represents the valve used in the case. Please reference related manufacturer report no: 2015691-2018-02460, (B)(4). Per the instructions for use (IFU), valve embolization and permanent or transient neurological events including stroke are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. In this case, the valve not being fully expanded and the delivery system entering the valve during post-dilation may have been contributing factors for the valve embolization into the ventricle. The cause for the stroke could not be confirmed, however, the patient¿s advanced age and mechanisms described above may have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 29mm sapien 3 valve in the aortic position via subclavian/axillary approach, after the valve was positioned across the annulus and the flex catheter was pulled back, the valve moved approximately 3mm aortic (proximal) off of the distal marker. The valve was then adjusted for this by shifting it slightly ventricular of the normal deployment position. During deployment, the flex catheter appeared to slide forward over the balloon. However, the valve did not move and was deployed in an acceptable position. The flex catheter was then pulled back into the esheath. Post deployment, it was observed that the aortic side of the valve was not fully expanded; the valve was slightly flared on the aortic side when compared to the ventricular side. It was decided to post-dilate. As the balloon of the delivery catheter entered the valve, it was noted that the valve looked to be in a different position. Immediately after that, the valve embolized into the left ventricle. Wire position was maintained and the valve was attempted to be pulled back into or across the annulus with several different balloons without success. During one of the balloon exchanges, the wire flipped out of the valve due to the extreme stored forces in the system. Some time was spent getting the wire back through the valve and the valve was crushed with a balloon. The valve was crushed again to prevent it from ¿flipping into the lvot¿. The valve was immobilized where it was as not obstructing the lvot or mitral apparatus. As the patient was not well enough for surgery and remained stable, it was decided not to operate to remove the valve. A second 29mm sapien 3 valve was successfully implanted in a good position. Upon removal of the devices, a vascular complication of the subclavian artery was observed. An open stent was placed and hemostasis was good. The patient was transferred to the ICU. Post procedure the patient had a mca stroke and expired pod 1. During de-airing the balloon was partially inflated 20%. The 16fr esheath was inserted without complication, and it was tight through the subclavian while inserting/advancing the delivery system through the sheath. Valve alignment was performed in the ascending aorta without significant difficulty. The system was not torqued or heavily manipulated. A lot of tension was experienced. The left subclavian artery minimum luminal diameter was 5.8x8mm, was at least moderately tortuous and minimal calcified. The descending aorta had some tortuosity, and the iliac arteries were very tortous. The arch made a big posterior curve and then the aortic root angle was very horizontal (90 degrees). The vessels had minimal calcification. The perceived cause for the subclavian vascular complication was unknown.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician proctor. Pre-op CT, 3mensio, and procedural cine images were provided for review. Pre-op CT/3mensio observations: area measures 717.8, which is not recommended per IFU and training. Extremely tortuous left subclavian artery, tortuous femoral/iliac arteries (left < right). Procedural cine observations: horizontal aorta 85 degrees, calcified annulus, percutaneous left subclavian approach chosen, tee probe seen, no images of valve alignment provided, no bav seen, un-deployed valve seen in ascending aorta with wire against curvature of aorta, valve alignment completed in non-straight section and diving seen in the ds, flex catheter tip is not over the triple marker as per IFU/training, valve deployed too ventricular in a 55 aorta/45 ventricle position, valve appears to be a conical shape, valve embolized into left ventricle, balloon inflated in embolized valve and attempt made to pull valve back into annulus, during retrieval attempts, esheath was pulled back and appears outside the subclavian artery, e-sheath now seen back in ascending aorta. Not reported if a new esheath was used, embolized valve crushed with balloon within annulus/lvot, lunderquist wire inserted to give support to the new s3 implant, second 29mm s3 valve deployed within aortic annulus and crushed/fixed embolized valve within the aortic annulus. Impression/recommendations: the patient¿s annulus is outside IFU for the 29mm s3 valve. With a patient with a horizontal aorta, consider other access to alleviate the issues with tracking/flex. Ta/tao may be better option. From the 3mensio images provided, tf from left side looks possible. Attempts to retrieve an embolized valve by capturing and pulling it into the native annulus is not recommended as this can cause annular dissection/perforation. During these attempts, the esheath appears to be outside the subclavian artery and then back in the ascending aorta. It is unknown if the esheath was exchanged with a new one. Crushing the valve in the lvot has been found responsible for late damages in the ventricle related to systolic movement. Trapping the crushed/jailed valve within the annulus with the new 29mm s3 is also not recommend as thrombus can be created on the valve and embolize into the aorta. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, the cause for the too ventricular valve position could not be confirmed. However, may have been due to patient factors (patient annulus being larger than what the IFU recommends for a 29mm sapien 3 valve).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.